Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) no longer worked due to tubing damage. A fluid leak was identified, caused by frayed tubing. A surgical procedure was performed in which the three-piece device was removed and replaced with a tactra device. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).